Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The power tool coupling had broken off of the drive chain. There were signs of wear and material deformation on the broken power tool coupling. The remainder of the device showed significant signs of wear as well. A manufacturing review was performed and there were no discrepancies found. The reported event is attributed to wear as this device had exceeded its expected useful life. (B)(4).

Event description:
It was reported during an unknown procedure that the reamer handle broke while reaming. No adverse events were reported as a result of this malfunction.